Manufacturer narrative:
Investigation initiated manufacturer's investigation no sample returned review DHR distribution history the complaint product was manufactured at csi under work order (B)(4). Manufacturing record review DHR-10067 - 290007 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review incoming inspection record review not applicable to this product. Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt the complaint product was not returned to csi. Visual evaluation an evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation an evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause root cause not applicable as the complaint condition was not confirmed. Corrective actions complaint unit has not been returned to coopersurgical so the complaint could not be confirmed. Coopersurgical will continue to trend this complaint condition. No further corrective actions necessary. No further required at this time, complaint will be monitored for trending. Was the complaint confirmed? No.

Event description:
Customer stated: "we had a mityvac mushroom cup fail during a delivery overnight. The device broke apart where the suction cup and stem are connected and the suction cup remained on the baby's head after it broke. A new device was applied and the delivery was completed without harm to the baby. The packaging was retrieved, but unfortunately the device itself was discarded". 1216677-2020-00230-1 10067 mityone mushroom cup (B)(4)

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Incident report: we had a mityvac mushroom cup style# 10067, lot# 290007 fail during a delivery overnight at (B)(6). The device broke apart where the suction cup and stem are connected and the suction cup remained on the baby's head after it broke. A new device was applied and the delivery was completed without harm to the baby. The packaging was retrieved, but unfortunately the device itself was discarded. Mityone mushroom cup 10067 e-complaint (B)(4).